Event description:
It has been indicated by the customer that "the handle of the lifting pole is broken off at the plastic. The broken plastic has come into the face of the client and injured client." The device was inspected at the user's facility by an arjohuntleigh representative, who confirmed that the patient wanted to repositioned himself with use of the lifting handle. The handle broke and the patient fell on the bed. The torn part of the handle caused scratches on the face. Fortunately, the abrasion on the face was superficial - no medical intervention was necessary, the injury did not cause hospitalization, the patient did not go to the emergency room. (B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for adjustable strap and handle, we have found one case with a similar fault description to the one investigated here: van riesen adjustable strap and handle breakage during use. The adjustable strap and handle ((B)(4)) has been the subject of a corrective field action by the supplier and in june of 2010 we have issued (B)(4) following a notification from the supplier that a review of the performance of the strap and handle products had identified a risk that part of the strap retracting mechanism may break whilst in use. (B)(4) advised the potentially defective parts were produced between january 2007 and january 2009. This particular adjustable handle, which take a part in this event does not fall within the scope of this action - it has been manufactured by another supplier. There is no trend observed for the reportable complaints with this failure mode for the van riesen adjustable strap and handle, which is a component part of the optional lifting pole accessory - intended to assist a patient in moving or turning on the bed, or when entering and leaving the bed. Based on the information collected to date, provided problem description and photographic evidence, it seems that the adjustable strap and handle which has been involved in the event has broken in the half. Photographic evidence, shows that the actual piece that has broken is the belt slot of the belt retractor housing which provides the adjustment of the strap. The break has occurred as the handle come under load and hit the patient causing the abrasion on the face, which fortunately were superficial - no medical intervention being necessary. The defective adjustable strap has the tractability mark showing that it has been manufactured on february 2004, making the item more than nine years old at the time of the event ((B)(6) 2013). In summary the device failed to meet specifications, was being used at the time of the event and therefore played a role in the event, causing the superficial abrasion of patient's face. This particular failure is probably the result of prolonged used outside of the recommended operational life of the strap and handle. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.